Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A materials manager reported that an ophthalmic gas dispensing regulator will sometimes not let gas pass through. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that the regulator's intermittent failure to dispense gas was noted prior to surgery therefore, there was no patient involvement and no patient impact associated with this reported event.

Manufacturer narrative:
The customer's gas regulator was returned to the contract manufacturer for evaluation. Per the contract manufacturer evaluation, a check of the complaint records showed 10 previous complaints against the reported lot number. Nine were returned for flow issues of which three could be confirmed. A check of the batch production record for reported lot number showed no unusual manufacturing issues. Per the contract manufacturer, the returned regulator was received in good condition. The regulator was put through final inspection and tests. The reported event could not be replicated as the gas flowed freely whenever the regulator was attached to a gas source and turned on. No problem was found with the regulator as related to the reported event therefore, the root cause of the reported event could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The regulator sample is in transit to the manufacturing site for evaluation, but has not yet been confirmed to have been received nor evaluated by the contract manufacturer. The root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).